Manufacturer narrative:
Concomitant products: b braun 1l normal saline bag; therapy date (B)(6) 2016. The customer¿s complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while infusing an unspecified chemotherapy medication the IV tubing separated from "the port"and leaked.. There was no report of patient harm.